Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was not possible to calibrate the programmer display. Mostly in the upper left part of the display. The stylus was replaced but the issue was not resolved. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus tip position on the touch screen required calibration. It was indicated that the touch screen connector required cleaning and re-seating. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.